Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dil cath: trek, nc trek, medtronic, cordis, boston scientific cutting balloon. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted that myocardial infarction and embolism are known, observed and potential patient effects as listed in the instruction for use (IFU). Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The unknown ruptured balloon mentioned is being reported under a separate medwatch report.

Event description:
It was reported that the patient presented with lesions in the circumflex coronary artery and in the second obtuse marginal coronary artery (om2). Thrombolysis in myocardial infarction (timi) flow of 2 was noted. The lesions in the heavily tortuous and heavily calcified circumflex were stented without issue, but the distal timi flow remained slow (2). Multiple abbott and non-abbott balloons were used to open the lesion in the heavily tortuous and heavily calcified om2. Resistance was felt advancing some of the devices to the lesion. No resistance was felt removing the devices. Several of the balloons ruptured during use. Flow was noted to be better, but not ideal, and it was decided to continue to treat medically. On (B)(6) 2013, the patient presented with a non-st segment elevation myocardial infarction (non-stemi). The om2 was found to be 99% blocked. Non-abbott balloons were used to attempt to restore flow, but flow could not be restored. On (B)(6) 2013, the patient presented with a myocardial infarction. Embolectomy was performed and a 20mm piece of catheter with a purple distal portion and balloon material was retrieved. The device was never confirmed to be an abbott device. Emergency bypass was performed in the right coronary artery and in the om2. Reportedly, the physician reported that the events occurred due to the patient anatomy and not because of a device malfunction. On (B)(6) 2013, the patient was discharged home after an uneventful hospitalization. There was no additional information provided.